Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument test well in question on (B)(4) 2016. The test well in question visually appeared with a bright red background while the others were colorless.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.